Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that in regards to when it was first noticed the patient¿s pain was coming back and she was having withdrawal symptoms was reported as positive withdrawal. The issue found with the catheter during the replacement procedure on (B)(6) 2020 was the catheter was literally falling apart at anchor site. The device was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
The initial MDR should have also included this statement: "the manufacturer¿s device registration system indicates that the catheter was replaced." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l44924, implanted: (B)(6) 1997, explanted: (B)(6) 2020, product type: catheter . Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 07-jul-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at an unknown dose) and bupivacaine (18 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the patient¿s pain was coming back, and she was having withdrawal symptoms. The onset date of the symptoms was unknown. On (B)(6) 2020, the patient was being taken to surgery and they were going to be revising or replacing the catheter. No further complications were reported/anticipated.